Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section h6, component code, of the initial medwatch report indicated: 527. Section h6, component code, of the initial medwatch report should have indicated: 527 & 427. Section h10, additional manufacturer narrative, of the initial medwatch report stated: h6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve. Section h10, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the metering valve and control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve and control board.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.